Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v661735, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reason for the call was to ask about programmed limits. The healthcare provider was being stopped from increasing stimulation and seeing the upper limit screen. The caller believes the amplitude limits were resetting back down to +1. The healthcare provide was asked to reset tracking limits on the clinician programmer and this resolved the issue.